Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed grommet damage.

Event description:
It was reported that there were high thresholds. The lead was capped and replaced. In addition, it was reported that during implant attempt, the initial hvb impedance was greater than 200 ohms. After multiple repositioning attempts, the setscrew would not deploy with the wrench tool. The device was not implanted. No patient complications have been reported as a result of this event.